Event description:
Additional information received, from the manufacturer¿s representative (rep). Reported, it wasn¿t the right implant. It was the left chest/system with the electrode 0 impedance. Issue was in the system.

Manufacturer narrative:
Section d10 references: product ID: 3708660, serial#: (B)(6), implanted: (B)(6) 2015, product type: extension, product ID: 3387s-40, serial#: (B)(6), implanted: (B)(6) 2015, product type: lead, product ID: 3708660, serial#: (B)(6), product type: extension, product ID: 3387s-40, serial#: (B)(6), product type: lead, product ID: 37612, serial#: (B)(6), product type: implantable neurostimulator, product ID: 924256, serial#: unknown, product type: accessory, product ID: 3550-29, serial#: unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the neurostimulator (s/n#: (B)(6)), found no significant anomaly. Analysis of the extension (s/n#: (B)(6)), found no anomaly. Analysis of the lead (l/n#: va0t4hd), found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep reported that patient fell nov. 2023, and impedance check showed electrode being around 12k ohms, for monopole or bipole. Issue is for right implant. The healthcare provider (hcp) recently checked impedance and everything is within normal range, less than 2000 ohms. Per rep, hcp had tried testing with different head positions but couldn't detect the high impedance. Rep wanted to know if it's okay for patient to have shoulder MRI. Technical services(ts) reviewed with rep that bad impedances generally don't go away without surgical intervention, thus didn't recommend the MRI. Tech services (tss)  redirected to hcp to make the final decision. Patient declined to give weight information. Troubleshooting was not required. No symptoms reported. Additional information was received from the manufacturer representative (rep). Patient fell backwards down the stairs. Nothing to do with her dbs therapy, lost her balance. No other details provided. No actions or interventions were done yet. This ¿potential fracture¿ in the right-side implant is only on contact 0. Patient was not using it for therapy. The issue was that she cannot have a MRI, which she wants for her shoulder that is hurt after her fall. Again, nothing associated with her dbs systems. Patient is entertaining on having the lead checked out in or and if lead is ok, then replacing the extension to resolve the issue. No date set up for this consult with the neurosurgeon yet. The issue was not resolved. This information was confirmed with the account.

Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6), implanted: (B)(6) 2015; product type extension product ID 3387s-40 lot# serial# (B)(6); implanted: (B)(6) 2015. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 29-jan-2019, UDI#: (B)(4) ; product ID: 3387s-40, serial/lot #: (B)(6). Ubd: 29-jan-2019, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.